Event description:
Pt is a 67 year old male who presented to ed on 71/17/93 with a suddent onset of chest pain. Patient's medical history includes mi 15 year ago, hiatal hernia, turp and cardiac cath approximately 2 years ago. Patient was given streptokinase IV in the ed. On 7/19/93 pt went to cath lab. In cath lab md apparently was unable to pass in iabp catheter over the guide wire after 2 attempts. The sheath was placed. Md apparently still had difficulty passing the catheter through sheath. After the catheter was placed blood returned via the gas line. The catheter was removed and a new catheter was passed without difficulty. Pt was discharged on 7/23/93. Manufacturer was informed & catheter was returned to manufacturer for analysisdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: mechanical problem, telemetry failure, other, balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.